Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range shock impedance measurements and code 1005.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements. Subsequently, the physician brought the patient in for further evaluation and to perform a defibrillation threshold (dft) test. The dft test was successfully performed, but upon completion of the test, code 1005 appeared; indicating an open circuit condition. Technical services (ts) was consulted. Subsequently, the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements. Subsequently, the physician brought the patient in for further evaluation and to perform a defibrillation threshold (dft) test. The dft test was successfully performed, but upon completion of the test, code 1005 appeared; indicating an open circuit condition. Technical services (ts) was consulted. Subsequently, the ICD was explanted and replaced. No additional adverse patient effects were reported.